Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and replaced the universal surgical manipulator 4 (usm4). Fse performed electrical safety and system passed diagnostic test engineering (dte). The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was tested on an in-house system and passed normal mode. System recorded 31226 error. Remote fe logged errors of 32097, 32096, 31226, and 1126. The unit tested on a fixture test platform (pftp) and failed fiber test point to rolling loop. The rolling loop fiber swapped with a gold one and the error no longer occurred. When the original rolling loop fiber reinstalled, the unit again failed rolling loop on fiber test. The unit went through testing on a pftp with a gold rolling loop fiber and passed all required tests, except yaw sensors check. Rolling loop fiber assembly will be replace as a fix to the reported problem. There was no image or video clip submitted for review. An event verification confirmed the sigmoid colectomy procedure was performed on the reported event date (B)(6)2022 on system sk2429. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 32097 ¿ maxis error occurred, reported by axes controller, motor (acm) in usm4. Error 906 ¿ the acm in usm4 is reporting error log full. This complaint is considered a reportable event due to the following conclusion: field service engineer (fse) replaced the usm due to repeated recoverable faults during procedure. The surgeon was able to complete the case robotically without any patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered repeated recoverable faults. Technical support engineer (tse) reviewed logs and found errors 32097 and 906, which points to the universal surgical manipulator 4 (usm4) axes controller, motor (acm). Customer was advised by tse to hard reset the system; however, troubleshooting could not be performed at the time. The customer proceeded with the case as is and would simply press recover each time the system faults. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.